Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the caller with resetting the pump, and since the malfunction did not recur, the customer was advised to continue using the pump. The caller agreed to reach out if the issue happened again.